Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026.the reported blood glucose value was 254 mg/dl. The high blood glucose remained elevated for greater than four hours. The treatment for the high blood glucose was manual bolus. No further information available.